Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump could not be stopped. It was reported that the pump exhibited a high pressure alarm which could be stopped, but the pump could not be stopped; the buttons were not working. Per reporter patient did not feel well and received rescue medications. It was also reported that the patient fell several times and was experiencing confusion and hallucinations. Per reporter, patient received high doses of antibiotics. Patient was subsequently hospitalized and patient was scheduled for prostate surgery.